Manufacturer narrative:
Additional information received 13april2023 customer: (B)(6) country: france type of institution: health care institution name of the institution : (B)(6) department: contact: (B)(6) address: (B)(6) phone: (B)(6) fax: (B)(6)

Event description:
It was reported that a fractured stent occurred. A 3.50 x 20mm synergy xd was selected for use. At the time of removal, a stent fracture was observed. The procedure was completed by another same device.

Manufacturer narrative:
Additional information received 13april2023 customer: (B)(6). Country: (B)(6). Device evaluated by manufacturer: a synergy xd mr ous 3.50 x 20mm stent delivery system (sds) was returned for analysis. Visual, tactile, microscopic and dimensional analysis was performed on the device. Visual and tactile examination of the stent noted the stent had been damaged, while microscopic examination confirmed stent damage with stent struts lifted at the proximal section. No other device issues were identified during returned product analysis.

Event description:
It was reported that a fractured stent occurred. A 3.50 x 20mm synergy xd was selected for use. At the time of removal, a stent fracture was observed. The procedure was completed by another same device.

Event description:
It was reported that a fractured stent occurred. A 3.50 x 20mm synergy xd was selected for use. At the time of removal, a stent fracture was observed. The procedure was completed by another same device.

Event description:
It was reported that a fractured stent occurred. A 3.50 x 20mm synergy xd was selected for use. Following an attempt to cross the calcified stenosis, at the time of removal from the patient, a stent fracture was observed. The procedure was completed by another same device.

Manufacturer narrative:
Device evaluated by manufacturer: a synergy xd mr ous 3.50 x 20mm stent delivery system (sds) was returned for analysis. Visual, tactile, microscopic and dimensional analysis was performed on the device. Visual and tactile examination of the stent noted the stent had been damaged, while microscopic examination confirmed stent damage with stent struts lifted at the proximal section. No other device issues were identified during returned product analysis.